Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he woke up with high blood sugars. The customer blood glucose level was 400 mg/dl at the time of incident. The customer declined troubleshooting for pump. Customer also reported error regarding infusion set. Customer stated that error only occurred with those 3 infusion sets, they wouldn't insert correctly and he wasn't getting insulin. Customer's outcome pertaining to the complaint the device will not be returned for analysis.